Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information was requested, but is not available.

Event description:
During a follow-up in clinic, there was decreased pacing lead impedance and increased capture threshold noted on the right atrial (ra) lead. The right ventricular (rv) lead also had increased pacing lead impedance and increased capture threshold. Furthermore, there were episodes of noise noted on both of the leads. The leads were capped and replaced, and during the procedure, there was insulation damaged noted via diagnostic imaging on both of the leads. The patient was stable following the procedure and suffered no adverse consequences. Related manufacturer report number: 2017865-2020-02862.